Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation of sheath. During the procedure, air bubbles were noted on the sheath. Only the faradrive was inserted and once inserted upon aspiration of 20ml there was constant air leak. No air was noted into the patient. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is not returning as it was disposed in facility.